Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 650 mg/dl. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. Customer was treated with intravenous fluids to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.